Event description:
While being treated for vitreous opacities (eye floaters), the laser beam punctured and destroyed both my eye's natural lens and posterior capsule. I believe this was a yag laser but don't know the specific model.